Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 75 and device test failed found on (B)(6) 2022.  Pump failed self test due to pump error 75 on (B)(6) 2023 at time 09:24:46.000. Pump passed the displacement test and active current test. Pump failed the sleep current test due moisture damage on the electronic assemblies. Successfully downloaded history files and traces using thump. Pump error 75 were found during testing. Verified the pump alarmed pump error 53 on (B)(6) 2022 at time 03:12:00.000 and (B)(6) 2022 at time 23:03:17.000 both with line number = 3054 and file number = 26 due to hardware error and pump error 75 in pump downloaded history on (B)(6) 2022 due to hardware error. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and it did not function properly due to pump error 25. Pump error 25 on (B)(6) 2023 (during testing) between time 13:00:00.000 and 17:00:00.000 was found in the history files multiple times. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assemblies, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection:  scratched case and pillowing keypad overlay. Pump error 75 was confirmed during self test due to moisture damage on electronic assemblies. Pump error 53 confirmed in the history files due to hardware anomaly. Pump error 25 confirmed during testing. Unexpected battery power loss confirmed due to moisture on the electronic assembly. Device test failed confirmed during testing due to self test and sleep current test. Moisture exposure on the electronic assemblies, force sensor and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was incorrect. However, we have received new information which has been updated on this report to reflect the correct information.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and did not received request to rewind the insulin pump. The self-test did not passed. No harm requiring medical intervention was reported. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.